Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation using a faradrive steerable sheath clear the patient experienced thrombosis. Transseptal access was achieved using a versacross connect for faradrive system, then a pre-map of the left atrium (la) was completed with a non-boston scientific mapping catheter. Post mapping, the activated clotting time (act) was below 300 seconds and additional heparin was administered. The farawave catheter was introduced into the sheath and used to complete the pvi ablations and posterior wall ablation. The catheter was removed from the sheath, and it was at this time that a potential clot was adhering to the sheath. It was confirmed with intracardiac echocardiography (ice) that a clot had formed around the sheath. More heparin was administered, which caused much of it to dissolve, and the clot was aspirated as well. The procedure was completed. The device is not expected to be returned for analysis as it was retained by the hospital.